Manufacturer narrative:
Product analysis: the distal tip was flared. The hypotube was kinked 20cm and 44cm distal to the strain relief. There was bunching evident at the guide wire entry port. The inner and outer lumen of the distal shaft was bunched periodically from 5cm distal to the guide wire entry port extending to 14.3cm distal to the guide wire entry port. The stent was positioned on the balloon between the marker bands as per specifications. The 1st - 3rd, 14th - 16th and the 21st ¿ 23rd distal segments had raised and deformed stent struts. (B)(4).

Event description:
It was reported that the physician was attempting to treat a severely calcified and mildly tortuous cx lesion exhibiting 99 % stenosis. The physician attempted to use a 2.50mm x 18mm resolute integrity. The device was removed from the packaging per the IFU and inspected with no issues noted. No issues noted when removing the protective sheath or on inspection, after removal of sheath. Negative prep was performed successfully. The lesion was pre-dilated, it was reported that dilatation was insufficient due to severe calcification. The physician attempted delivery. The inflation device remained on neutral pressure during delivery of the device. Resistance was encountered and excessive force was used. The device passed through an already implanted resolute integrity stent. The physician decided to withdraw the device after failed delivery. It was reported that the stent dislodged and the physician was unable to retrieve it. A 3.0mm x 22mm resolute integrity stent was used to implant/crush the detached stent by pressing the stent to the vessel wall. The physician then attempted delivery of a 3.0mm x 34mm resolute integrity which was inspected, prepped and had negative prep carried out with no issues noted. During delivery resistance was encountered and excessive force was used. The stent was noted as frayed when the device was removed after failing to advance during delivery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.